Event description:
Covidien received info from a customer in (B)(6) stating that during maintenance, upon turning on the e360 unit, the screen was observed to be blank. One minute later, an alarm sound occurred, and the alarm could not be silenced by pressing the 'alarm silence' button. It was also observed that the light emitting diode (led) was not illuminated.

Manufacturer narrative:
(B)(4). The printed circuit board (pcb) was returned for investigation. The pcb was installed into a test ventilator and the unit was powered on. The ventilator display then remained blank. The customer reported complaint was verified. The software was then reinstalled on the device. The unit was then powered up and the issue was resolved.

Manufacturer narrative:
No additional info is available at this time. The device is expected to be returned for eval but has not yet been received. (B)(4).